Event description:
Boston scientific received information that, during a revision procedure of the associated right ventricular (rv) lead, it was observed this left ventricular (lv) lead had dislodged. The decision was made to explant and replace this lv lead during the same procedure. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There were several deformations in the coils, which were most likely caused during the explant procedure. This lead passed the direct current resistance measurement test. The initial allegation could not be confirmed through analysis.